Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to fracture. The bipolar lead was removed from service due to inappropriate sensing and abrasion.